Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported difficult or delayed activation (clip deployment) could not be determined. Additionally, the reported slda appears to be due to challenging patient anatomy/morphology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report. Exemption number e2019001.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, with subvalvular calcification and stiff thickened leaflets. During deployment of a mitraclip ntr (90701u182), when removing the mandrel from the clip, the mandrel hung up on the clip for a few seconds and did not initially release from the clip. The delivery catheter (dc) fastener was loosened and the dc handle was retracted, thereby detaching the mandrel from the clip. After deployment, it was noted that a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In the physician's opinion, the slda was due to pre-existing patient anatomy. A second mitraclip (90820u148) was deployed lateral to the first clip to stabilize the slda, reducing mr to 1-2. During removal of the clip delivery system (cds), the cds shaft was retracted outside of the clip introducer to the first proximal ring, upon which both the introducer and the cds were simultaneously removed from the steerable guide catheter (sgc). However, during removal it was noted that the introducer shaft separated from the de-airing chamber of the introducer. Resistance was not felt during removal. A pair of hemostats was used to grab the shaft of the introducer and was successfully removed from the patient anatomy. There was no clinically significant delay in the procedure. No additional information was provided.